Event description:
It was reported that a home patient reused single-use supplies during dwell four of four in peritoneal dialysis therapy. The patient was connected during therapy. The patient reported to have switched the supply bags while being connected. It is unknown why the patient switched the bags out mid-therapy. The technical service representative assisted the patient in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned for analysis, no evaluation could be performed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.